Manufacturer narrative:
.

Event description:
It was reported that the pt experienced an overdose following a catheter access port (cap) procedure/dye study. The pt experienced nausea, vomiting, and was withdrawn/lethargic starting 7-10 mins after the dye test. The pt was treated with physostigmine in the e.r. The pt made a full recovery within one half hour and was admitted to the hosp for several days for observation. The pt was at home doing well at the time of this report. The pump was used to deliver baclofen.